Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 459 mg/dl at the time of the incident. The customer's blood glucose was 250 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin fluid and went down to 254 mg/dl. The customer stated that they treated her high blood glucose with the insulin pump. The customer also reported that she experienced dizzy, foggy vision and she felt like she was going to pass out as symptoms of high blood glucose. The time of the hospitalization was 3:45pm and the date of the hospitalization was (B)(6) 2015. The customer was advised customer to change entire set, reservoir and insulin. Troubleshooting did not found any issue with the insulin pump. The insulin pump will not be returned for analysis. The customer was reported via phone call that the customer was hospitalized due to high blood glucose and ketones. The customer's blood glucose ....